Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. Inspection of the probe found the cutter in the fully shut position and the pneumatic open drive line was found to be occluded with adhesive which would prevent actuation of the probe cutter. The occlusion of the open drive line will prevent the reopening of the cutter and therefore remain in the fully shut position. The occlusion of the open drive line will render the device inoperable and would inhibit aspiration. A block reader was then used to interrogate the rfid's programmed information. The probe radio frequency identification (rfid) connectors functioned per specifications. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. An action was opened to determine a root cause and implement appropriate corrective actions for complaints of a similar nature. Quality assurance has isolated and identified the major contributor to be the curing process that occurs during the bonding phase of the tubing to the probe pneumatic ports. Corrective actions have been implemented to optimize the probe assembly process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported when the surgeon depressed the footpedal, the vitrectomy probe did not cut, only vacuum / aspiration was working during a procedure. The product was replaced with another one and the procedure was completed. There was no harm to the patient. No additional information is excepted.